Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported they assumed the cause of the battery depletion and recharge interval decreasing was due to changes in impedances, but the patient didn¿t express anything that happened. To resolve the issue stimulation amplitude was increased and they had to charge twice a week.

Event description:
It was reported by the manufacturer representative (rep) that the patient had been charging once per week on sundays but noticed their implantable neurostimulator (ins) started to be completely depleted when they went to charge on (B)(6) 2024. The battery was normally partially depleted when they went to charge on sundays; the implant usually had 20% left but had 0% on (B)(6). The rep met with the patient yesterday in the clinic and ran an impedance test. The rep said the impedances were on the high end but not too high. The clinic did not keep comparative impedance values from the implant date, so impedance values could not be compared.  The patient was implanted with a rechargeable neurostimulator, and the recharge interval was regularly 8.6 days, but it had decreased to less than 8.6 days. The rep reprogrammed the patient and instructed them to charge the ins two times per week from now on. The rep mentioned that the patient may have gotten "sick.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.